Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch report mw5083986) that a patient who underwent an unspecified procedure with unspecified mentor saline breast implants experienced increasing inflammation, rheumatoid arthritis, chronic pain and fatigue, sluggish thyroid, digestive problems, hormonal imbalance, and severe joint pain. The patient attributes these issues to her breast implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No device issue, such as rupture, was reported. The root cause of the patient's symptoms are not clear. This report is for the second of two devices.